Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as swollen and red under the back left lead, no broken skin. There was no alleged device malfunction. The patient's physician advised the patient to leave the vest off for a week. The patient reported the irritation was improving.